Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer bumped into a door and the pump touch screen became cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.